Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to unstable, high impedance, short v-v/oversensing and apparent fracture. The "patient alert" was reported to have sounded. It was noted that during lead replacement the stylet was unable to insert completely and could only insert up to the subclavia. A subclavian crush was reported. After removal of the rv lead, physician reported being able to feel and see broken portion of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The overlay tubing of the lead was extrinsically breached due to a cut. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to unstable, high impedance, short v-v/oversensing and apparent fracture. A lead integrity alert (lia) was reported to have sounded. It was noted that during lead replacement the stylet was unable to insert completely and could only insert up to the subclavia. A subclavian crush was reported. After removal of the rv lead, physician reported being able to feel and see broken portion of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).